Event description:
Info rec'd indicated that the brakes set at foot end of bed, but no hold at head end. No injury alleged.

Manufacturer narrative:
Technician found that the brakes would not hold at head end of bed. Replaced with brake/steer linkage kit to resolve this issue.